Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (display issue) issue. It was reported that the display screen was frozen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 12/14/2015 with the following findings: investigators were unable to confirm or duplicate the original frozen display screen complaint; during testing, the display was fully functional, clear and legible. The pump was opened up in order to inspect the display flex and no issues were noted; the display flex was fully seated in the connector.